Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 1ml of juvéderm ultra¿ in the vermillion body of the lip. Five weeks later the hcp was informed that there was a potential vascular occlusion. The hcp said that they felt some pressure injecting the product in the body of the lip and treated by dissolving the product using hyalase to the upper lip. Device has been discarded. Symptoms has been resolved.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 1ml of juvéderm ultra¿ in the vermillion body of the lip. Five weeks later the hcp was informed that there was a potential vascular occlusion. The hcp said that they felt some pressure injecting the product in the body of the lip and treated by dissolving the product using hyalase to the upper lip. Device has been discarded. Symptoms has been resolved.